Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the left plunger case had contamination. A review of the event history log identified plunger not in place and base not responding alarms in history. During functional testing the problem of plunger not in place alarm was verified during start-up, a flipper was sticking up which was customer induced caused from contamination. The base not responding could not be verified after multiple flow and occlusion tests. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced contaminated left plunger case for plunger not in place message and performed preventative maintenance for base not responding message. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump's base was not responding and exhibited a check plunger sensor message. No patient injury was reported.